Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.5. Cgm sensor type: g6.

Event description:
It was reported that the patient had gone to the hospital emergency room with hypoglycemia on (30 july 2025). The patient's blood glucose levels declined to 30 mg/dl. The patient reports having weakness, lack of concentration and looking pale. Once at the hospital the patient was asked to remove the pod but the patient kept it on. The patient was treated with intravenous fluids and juice. The patient was in the hospital emergency room for 2 hours.